Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) triggered a red alert due to a high out-of-range shock impedance measurement of 131 ohms. It was noted that shock impedance measurements were previously in the 90-98 ohms range the previous week. Technical services (ts) recommended further evaluation in clinic. This ICD and rv lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.